Manufacturer narrative:
Device evaluation: the device related to the reported events unspecified immune system problem, rupture, seroma-late, other-medical, numbness, malaise, fatigue and capsular contracture was received on november 13, 2025, with lot number 2539971. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: unspecified immune system problem: unable to observe through visual inspection as it is a physiological phenomenon. Rupture: not observed through visual inspection. Seroma-late: unable to observe through visual inspection as it is a physiological phenomenon. Other-medical: unable to observe through visual inspection as it is a physiological phenomenon. Numbness: unable to observe through visual inspection as it is a physiological phenomenon. Malaise: unable to observe through visual inspection as it is a physiological phenomenon. Fatigue: unable to observe through visual inspection as it is a physiological phenomenon. Capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (deformation and creases) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. Additional, changed, and/or corrected data: d.6a., d.9., h.2., h.3., h.6.

Event description:
Patient reported "severe left breast pain (diagnosed capsular contracture/fibrosis), chronic inflammation with permanently elevated inflammation levels assessed as not device related, numbness assessed as not device related and movement restrictions assessed as not device related, circular hair loss assessed as not device related, significant impairment of my immune system and my quality of life and "breast implant illness (bii)" assessed as not device related. Later, healthcare professional reported "pain, deformation, seroma, capsular contracture baker grade IV with seroma", "is suffering from abreast implant illness (bii) this leads to the following symptoms in the patient: joint pain, inflammation, muscle weakness, chills, migraines, tiredness" and "left 24mm lymph node with disrupted architecture and increased perfusion (alcl???) In loco typico left 13mm, disintegration ventrally cannot be ruled out". This relates to the left side. The device was explanted and returned.

Manufacturer narrative:
Clarification to d6a implant date: partial date 2016. The events of "capsular contracture" and "seroma-late" are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV; "seroma".

Event description:
Patient reported "severe left breast pain (diagnosed capsular contracture/fibrosis), chronic inflammation with permanently elevated inflammation levels assessed as not device related, numbness assessed as not device related and movement restrictions assessed as not device related, circular hair loss assessed as not device related, significant impairment of my immune system and my quality of life and "breast implant illness (bii)" assessed as not device related. Later, healthcare professional reported "pain, deformation, seroma, capsular contracture baker grade IV with seroma", "is suffering from abreast implant illness (bii) this leads to the following symptoms in the patient: joint pain, inflammation, muscle weakness, chills, migraines, tiredness" and "left 24mm lymph node with disrupted architecture and increased perfusion (alcl) in loco typico left 13mm, disintegration ventrally cannot be ruled out". This relates to the left side. The device was explanted.

Event description:
Patient reported "severe left breast pain (diagnosed capsular contracture/fibrosis), chronic inflammation with permanently elevated inflammation levels assessed as not device related, numbness assessed as not device related and movement restrictions assessed as not device related, circular hair loss assessed as not device related, significant impairment of my immune system and my quality of life and "breast implant illness (bii)" assessed as not device related. Later, healthcare professional reported "pain, deformation, seroma, capsular contracture baker grade IV with seroma", "is suffering from abreast implant illness (bii) this leads to the following symptoms in the patient: joint pain, inflammation, muscle weakness, chills, migraines, tiredness" and "left 24mm lymph node with disrupted architecture and increased perfusion (alcl???) In loco typico left 13mm, disintegration ventrally cannot be ruled out". This relates to the left side. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.